Event description:
Ous MDR - after an implantation time of about 35 months, the device tried to charge during a detection event, but could not deliver a shock. No worsening of the patient's health was reported. The device was explanted and returned for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 22 charge processes had been documented in the device memory. The device memory data of the ICD were analyzed. It was discovered that the device status eos became active on (B)(6) 2015, very likely due to an automatic formation while the device was stored in a cold environment. The eos state was reset with a technical programmer, and the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signals as expected. A charge process followed the detection, which was aborted because, the maximum charge time of the defibrillation shock was reached. The device was then opened, and the internal structure was examined. No visual anomalies were found. During the check of the electronic module, it was noted that the device was only intermittently capable to deliver shocks. After a thorough analysis, the cause could be narrowed down to a defective circuit of a final shock stage. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. An electrical outgoing goods test performed as a standard procedure showed proper device behavior. It can therefore, be assumed that the found cause of the clinical observation occurred only after delivery of the device. Based on the analysis results, it is however, impossible to state where the origin of the damage was.